Manufacturer narrative:
(B)(4). On an unknown date at the end of (B)(6) 2015, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was non-compliant with aseptic technique. On an unknown date at the end of the same month as the onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was unknown. On an unreported date, peritoneal dialysis therapy was stopped. On an unreported date and for an unreported amount of time, the patient was on hemodialysis therapy. Sixteen days after the initial receipt of this report, the patient returned to peritoneal dialysis therapy. After an unknown amount of days of hospitalization that ended at the beginning of the month following the onset of the peritonitis event, the patient was discharged. The patient was recovering from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.